Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on mm/dd/yyyy to report that the receiver displayed a firmware error on mm/dd/yyyy. They did not report injury or medical intervention. No additional patient or event information is available.